Event description:
(B)(4). Since its implantation I have struggled with serious pain in my uterus and tubes. Numbness in my limbs, rashes, chronic itching and irregular periods. Some periods in the first few years after implantation would be so painful and so much blood volume that I called my implanting doctor to report and was laughed at. Night sweats and fevers are common. As the years have gone on I have had issues with inflammation that has now moved into my joints causing more pain. During the consultation with the implanting doctor I told him I was allergic to all earrings and anything that contained nickel and he laughed and said it was such a small amount that there was no chance of reaction but reactions are all I have had since then. I am currently planning on it being removed to get my health back.